Manufacturer narrative:
An event regarding pain involving an unknown left knee implant was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: patient has a painful zimmer tka on the right, which is currently her most symptomatic knee. Her unknown tka on the left is 11+ years after surgery. It appears to have fared reasonably well, with some intermittent symptoms in the intervening years, but at an office visit of (B)(6) 2015, there was no mention of current problems in this knee. Stryker has no responsibility for the zimmer intermittently painful right tka and no evidence of concern for her unidentified left tka, which appears to be functioning well. -device history review: review of the device history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the patients symptoms have been resolved as of (B)(6) 2015. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Product surveillance will continue to monitor for trends. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated from first day after surgery, patient has been experiencing piercing pain in the left knee since the implantation and patient stated that the knee locks up and becomes immobile as a result of the tightness.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated from first day after surgery, patient has been experiencing piercing pain in the left knee since the implantation and patient stated that the knee locks up and becomes immobile as a result of the tightness.